Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investigated in our service department at b. Braun melsungen ag, melsungen, germany: 1. General information: complaint: (B)(4). 2. Information to the sample: 2.1 model: perfusor space. 2.2 article number: 8713030. 2.3 serial number/batch: (B)(6). 2.4 software version: e030003. 2.5 hours of operation: 19767 hours. 2.6 further information: n/a. 3. Investigation results: 3.1 history inspection: the device history files were read out and analyzed. The history files of 2023-04-04 (specified date of the incident, given from the customer) were investigated. It could be detected that the infusions at that date were stopped several times by an open syringe holder. It cannot be clarified if the customer opened the syringe holder, or the syringe holder is faulty. Furthermore, no anomalies could be detected. 3.2 visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the technical seal (44-04-463) on the lower housing were intact. The device shows a pressure point at the left edge at the upper housing part. Furthermore, the device is in a clean state and no visible damaged parts are to locate. 3.3 functional inspection: a functional test was performed. The device passed the self-test. A bd plastipak 50 ml syringe was inserted, the pump identified the syringe, and it could be selected from the menu. It could be detected that the upper claw did not grasp the syringe plate correctly. Even after several attempts the syringe was not grasped correctly. Sporadically "failure during test of drivehead" was displayed. It was possible to start an infusion. 3.4 individual inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 5 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of +0,47%. Accuracy of set delivery rate should be ± 2 % according to iec/en 60601-2-24. 3.5 individual inspection: several infusions over several days were started. The device shows no anomalies the infusions were not interrupted by any hints or alarms. 3.6 individual inspection: a test according to the technical safety check (version 10.0) test: t4 was performed. Fup value: 9 mm gauge: should be: 9 +/- 0,4. Is: 8,5. 32 mm gauge: should be: 32 +/- 0,4. Is: 31,6. The values are out of tolerance. After a new calibration the device passed the test, and no anomalies could be detected. 4. Assessment: 4.1 the complaint could not be confirmed. In the history files it could be detected that the infusions were stopped several times by an open syringe holder. It is not possible to determine whether the syringe holder has been opened by a person. During the whole inspection no infusion was ever interrupted by any alarms. Additional information: it cannot be ruled out that the values outside the tolerance of the diameter gauges caused the complaint malfunction by the customer. The values outside the tolerance are due to a faulty calibration by the costumer. After a new calibration the values were inside the tolerance again. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in united kingdom: "underinfusion." According to the customer: "I was looking after a patient on a noradrenaline infusion. The pump with noradrenaline running independently stopped running and came up with the error 'syringe invalid'. The pump had 15ml left in the syringe (and was therefore not about to finish). I had to turn on my spare noradrenaline syringe; without double pumping. Patient's map dropped to 40 and it took a couple of minutes for the patient's blood pressure to return. 2 x ICU doctors in the room at the time of the incident."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.